Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as broken skin but not bleeding under the right side. There was no alleged device malfunction contributing to the rash. The patient reported reaching out to physician, but there is no indication of medical intervention. Outcome of the rash is unknown as follow up attempts were unsuccessful.